Event description:
It was reported that the patient had another nose bleed that was on and off during the day on (B)(6) 2021 that lasted 2.5 hours. The patient was advised to hold nose for 20 minutes and it stopped. The patient was also instructed to purchase nasal saline spray to help with oxygen cannula irritation that contributed to dry nose/nosebleed. There was no other bleeding reported.

Manufacturer narrative:
Previous nosebleed was reported under MFR # 2916596-2022-01100. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported bleeding could not be conclusively be determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), with no further related issues at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1, entitled ¿introduction¿, lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, entitled ¿patient care and management¿, provides information regarding the recommended anticoagulation regimen and international normalized ratio (inr) values as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.